Event description:
Customer reported that the insulin pump has signs of physical damage. The blood glucose of the customer was 64 mg/dl. Customer stated she drank apple juice to treat low blood glucose. Customer described that the drive support cap of the device was sticking out. Advised customer to disconnect from the device and follow the medically prescribed back-up plan. The insulin pump will need to be replaced. No further information was reported.

Manufacturer narrative:
A33 alarmed during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion and excessive no delivery alarm test due to a33 alarms. Insulin pump passed displacement test. Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.